Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. For evaluation. The evaluation confirmed the reported phenomenon that the image was black even after the subject device was turned on. Further investigation was conducted by disassembling the device. There was no irregularity found on the electric wires in the video connector, but when the video connector was heated, the reported phenomenon duplicated. The manufacturing record of the subject device was reviewed with no irregularity. As the reported phenomenon duplicated when the video connector was heated, it may be one of the possible cause that an electric parts on the video connector was damaged. The exact cause of the reported event could not be conclusively determined at this time however, the possible cause of the electric parts damage will be aged deterioration as the device was used 468 times without replacement of the video connector board for about four years.

Event description:
Olympus was informed that the image of the subject device disappeared during an unspecified procedure. There was no patient injury associated with this event reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".